Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered hypotension and ventricular fibrillation that led to cardiac arrest requiring cardiopulmonary resuscitation (CPR), medication and defibrillation. During the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and the medtronic cryo catheter was inserted, the patient became hypotensive and suffered ventricular fibrillation that led to cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, an unspecified medication was administered, and the patient was defibrillated. Patient was extubated the same night and asked for ice cream. Extended hospitalization was required as a result of the adverse event and the patient was discharged two days later. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The shaft proximity interference (spi) value was of 5-10 grams. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 17-year-old male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered hypotension and ventricular fibrillation that led to cardiac arrest requiring cardiopulmonary resuscitation (CPR), medication and defibrillation. Product evaluation details: the device investigation has been completed. The device was visually inspected and it was found to be in good conditions. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed to be within specifications. Irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed and it was found within specifications; the catheter was deflecting correctly. The magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Correction: there was a typo in the event description of the initial MDR. The typo is to be corrected from "17-tear-old" to 17-year-old." Note: the lot # of the device was verified during the evaluation process, as such, fields lot, expiration date and device manufacture date have been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/04/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).